Manufacturer narrative:
The reporter noted the following event dates: (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was reported that a cleo® 90 infusion set tape did not stick to the patient's skin and the infusion set connector stayed in the cartridge. This occurred when the patient pressed down on the cartridge and then pulled it away from his skin. The infusion set was removed and replaced. The patient reported that he used his intravenous preparation (IV prep) "as [he] always [has]" prior to infusion set use. The side effects that the patient experienced include a dry mouth, an increase in "black specks" in his eyes, and fatigue - all related to high blood glucose. No permanent injury was reported and no medical intervention was required. See MFR: 3012307300-2016-00109, 3012307300-2016-00116, 3012307300-2016-00118, 3012307300-2016-00119, 3012307300-2016-00120, and 3012307300-2016-00121.